Manufacturer narrative:
The subject device was returned to olympus repair center. As a result of the evaluation by olympus repair center, the following was found. There were deposits on the inner circuit board. There was a malfunction on the ccd-unit. The adhesive of the bending section rubber worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.